Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the takasago valves and a partially restricted valve lv23 to resolve the issue. (B)(4).

Event description:
The customer reported that all three (3) levels of quality controls ran on the coulter act 5diff autoloader recovered outside the two (2) standard deviation range for the hemoglobin and red blood cell parameters. This issue only impacted quality control (qc) results and there was no change or affect to patient treatment in connection with this event. The customer was using old quality controls with multiple pierces and was advised to obtain new controls. The customer did not provide any quality control data for this event.